Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. The customer's reported discrepancy was obtained from the heel stick sample of a patient younger than 18 years old. This constitutes off-label use and cannot be ruled out as a cause for the error experienced. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient self tester called alleging discrepant inratio values. (B)(6) 2015: lab draw: 2.4, inratio: 4.0 (heel stick), repeat inratio: 3.4 (heel stick). Lab draw and lst inratio were performed at the same time. Inratio and repeat inratio were performed within the hour. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.